Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device is expected to be returned for testing. This product issue will be updated if additional details are received.

Event description:
Boston scientific received information that this system exhibited noise, oversensing, elevated thresholds and pacing impedance measurements greater than 2000 ohms on the atrial channel. A revision procedure was performed and the system was removed from service. No additional adverse patient effects were reported.